Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. Coagulated blood was present in the header end cap of the non-cavity ID end. The dialyzer was subjected to a laboratory bubble point test; no leak was observed, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual analysis. The silicone o-ring was noted to be short which prevented a secure seal between the potting cut surface and the interior surface of the header end cap. Further examination of the fiber bundle did not reveal any other voids, damage, or irregularities. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the complaint device revealed the silicone o-ring to be short which compromised the seal between the potting cut surface and the interior surface of the header cap possibly resulting in the reported ¿external leak.¿ therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 2 hours after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine alarmed and blood was visually observed leaking from under the arterial header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 300cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.